Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One unk zd 3.7x10 implant with mount was returned for investigation. Visual evaluation of the as returned product identified fracturing at the implant collar. Additionally, mount was stuck to the implant and an excessive force was needed to unscrew the implant from the mount. Dried blood and bone on the implant threads. Pre-existing condition noted on per was patient having type iii (low) bone density, diabetes, bruxism, clenching and oral hygiene issue. Tooth location was 29 (universal) and device had been placed for approximately 8 years. X-ray or picture image was not provided. Appropriate documentation was reviewed. DHR reviews could not be performed as the lot numbers associated with the reported devices were not available. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications. Complaint history review could not be performed as the lot and item number was not available. Based on the available information, device malfunction has occurred and reported events were confirmed. The following sections have been updated: b4: date of this report. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H6: entered evaluation codes. H10: added manufacturer narrative.

Manufacturer narrative:
(B)(4). Patient weight unknown / not provided. Brand name unknown / not provided. Lot/serial # unknown / not provided. Device expiration date unknown / not provided. Device UDI number unknown / not provided. PMA/510(k) number unknown / not provided. Device manufacturer date unknown / not provided.

Event description:
It was reported by the customer that the patient had a fractured pfm crown and head of the implant. In addition the transfer coping is stuck. The implant had to be removed and the patient will not return for additional appointments. Tooth #29.